Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) had broken power cord. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1(initial reporter).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a broken power cord. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ground plug was broken off by the customer during a daily check. The ac power cord reel was replaced. Device passed the performance and safety checks according to factory specifications.